Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to the site issue on (B)(6) 2018. The customer's blood glucose was unknown. The customer reported that they had skin irritation and rash. The customer was recommended tegaderm. The customer was offered to review sensor best practices and customer declined to review. Troubleshooting was done for site issues. The customer was wearing the sensor during the hospitalization. The product will not be returned for analysis.